Manufacturer narrative:
B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cassette not attached error was displayed. The event occurred during testing.

Manufacturer narrative:
H2) device evaluation: d3 manufacturer establishment name corrected. D4 model number corrected. D9 date returned to manufacturer: 4/7/2025. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump ehl was found to have a cassette attachment alarm. The pump did not pass the downstream occlusion (dso) test. The cause of the customer reported problem was the worn/defective dso sensor. Service history review identified that the device was last serviced february 7, 2025, for an issue related to "failed dso calibration." The manufacturer representative replaced the dso seal and dso sensor, updated software, reset the unit to standard configuration, and performed dso/upstream occlusion (uso) sensor calibration. The pump passed all functional tests and performed as intended after repair.